Event description:
It was reported that the lv lead exhibited very high impedance likely to be from a lead fracture. The lead was entirely explanted and no patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: baa039543v distal conductor fractured; full lead returned for analysis.

Manufacturer narrative:
Evaluation summary: distal conductor fractured; full lead returned for analysis.